Manufacturer narrative:
Additional information indicated that the issue occurred during the angiogram. The physician was using an auto injector set at 35ml volume, flow rate of 15 over 1.2 sec. The psi was 900. The access was femoral. None of the other details were recalled.

Manufacturer narrative:
Complaint conclusion: during an angiography procedure, it was reported that the infiniti catheter burst several centimeters distal to the hub. There was no patient injury reported. The malfunction occurred outside the patient. The device was stored, inspected and prepped per the instruction for use (IFU). Additional information indicated that the issue occurred during the angiogram. The physician was using an auto injector set at 35ml volume, flow rate of 15 over 1.2 sec. The psi was 900. The access site was the femoral artery. No additional information is available. One non-sterile unit of cath f5 inf pig145 110cm 6sh was received coiled inside a plastic bag. It was observed that the catheter hub was found separated from the body shaft of the catheter. No other issues were found. The unit was sent to sem analysis with the following results: results showed that the separated section of the catheter body presented with elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also x-ray analysis was performed to the separated hub. Per x-ray, the hub presented evidence of remnants of the body inside of the hub. A review of the manufacturing documentation associated lot 17308444 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter (body/shaft) - burst (peripheral)¿ was not confirmed since during the unit analysis no characteristics of catheter bursting was observed. However, the catheter body shaft was separated from the hub. The exact cause of the body shaft separation condition found on the diagnostic catheter could not be conclusively determined during the analysis. However, procedural factors (elongations) may have contributed to the event reported. According to the product instructions for use, users are cautioned to prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter. To prevent kinking of 5f and smaller angiographic catheters, ensure that: the pigtail catheter is not straightened by hand, but only with a diagnostic guidewire or, if applicable, with a tip straightener. A guidewire is used when introducing the catheter through the csi and into the left ventricle. Neither the product analysis nor the device history record review suggests that this damage is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A voluntary medwatch was received (B)(4) in reference to this event/complaint. Per the voluntary medwatch, the event date is (B)(6) 2015. Please update your records accordingly.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an angiography procedure, it was reported that the infiniti catheter burst several centimeter distal to the hub. There was no patient injury reported. The malfunction occurred outside the patient. The device was stored, inspected and prepped per IFU. The product is available for analysis.